Manufacturer narrative:
Model number/catalog number:sc-2316-70, serial number: (B)(4), batch/lot number:2000008703, model/catalog description: infinion 16 lead kit 70 cm. Model number/catalog number:sc-2352-50, serial number: (B)(4), batch/lot number:19302993, model/catalog description: linear 3-4 lead 50 cm. The explanted leads were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. It was noted that the leads were fractured. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.